Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reports that their spinal cord stimulator (scs) is not working meaning that there are seeing an elective replacement indicator (ER) on their patient programmer. Patient services reviewed how to bypass the eri and the patient is now an end of service (eos) message. There was an allegation/dissatisfaction with the ins longevity. The battery was implanted in (B)(6) 2018 so it lasted less than a year. The patient was redirected to follow up with their healthcare professional (hcp) and sent an hcp listings. The patient was also seeing a 006 code (stuck key) on their patient programmer. Patient services reviewed the meaning of the 006 code. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Correction: updated to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins was implanted on (B)(6) 2018 and had died on (B)(6) 2019 (which conflicts with the previously reported information). The patient reported they contacted a doctor and had an appointment scheduled for (B)(6) 2019. It was noted that they would have gotten a rechargeable ins if they had been told it would have gone dead so soon. The patient was extremely upset because they were in tremendous pain and would have to be in pain until they can get it replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-28. Their pain began on (B)(6) 2019. Their voltage setting was typically set at 4.8 and it was used 12 hours a day. There were no circumstances that may have led to or caused damage to their implant. Surgery is scheduled for (B)(6) 2019. The patient indicated that their battery died 5 months after implant. It was expected to last 2.5 years. No further complications were reported/are anticipated.